Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Due to the confusion over the occlusion alarm, the customer overbolused and the blood glucose (bg) level dropped to 41 mg/dl. Orange juice was consumed to address the low bg. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.